Event description:
It was reported that during an lap gastrectomy procedure, that when it tried to fire, the firing trigger did not activate, and both staple and cut could not be completed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing shuttle. Evaluation summary: the analysis results found that one device was returned with the indicator disk broken, nozzle detached and handles open. A fully loaded with staples reload was received. The device was noted to have the firing mechanism damaged. The returned device was disassembled to verify the condition of the internal components and the firing shuttle spring post was found broken, not allowing the firing mechanism to function. The returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly, and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how to indicator disk, the firing shuttle spring post, the handles and the nozzle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.